Event description:
The customer stated that she was hospitalized due to a skin irritation caused by the sensor. The customer stated that the sensor caused redness and itchiness on both sides of her body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.